Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or other product condition to have contributed to the patient's hyperglycemia, dka and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient visited the emergency room (ER) due to early stages of diabetic ketoacidosis (dka) high blood glucose (bg) levels of 25.7 mmol/l (462.6 mg/dl) and muscle cramping, while wearing the pod on the arm between 24 and 36 hours. The patient administered a manual insulin injection and applied a new pod. The cannula was noted to be bent after removal and the insertion site was bleeding. At the hospital, the patient was placed on an intravenous (IV) drip of saline and potassium.

Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula, however, a solid white material was found at the distal tip of the soft cannula. The download data returned an 0x14 alarm, and timeouts were noted. The device was reset and rerun and able to complete a 5u without alarming, and did not reproduce timeouts despite the occlusion at the distal tip of the soft cannula. Since the rerun data appeared to be normal, the exact cause of the alarm cannot be conclusively determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.